Event description:
A malfunction alarm identified as "alarm 20" was reported during the pumping process in ireland, and it was noted that the customer's blood glucose levels did not experience any adverse impact. This issue had been reported previously, and as a corrective action, technical support decided to replace the pump.